Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. A review of all batch record documents was performed for associated lot numbers with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. A visual examination of the unit determined that the bladder ruptured in a non-footed position. The reservoir was also microscopically examined for any abnormalities that may have potentially contributed to the rupture. However the cause of this condition could not be determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
A customer reported to baxter corporate product surveillance (cps) a small volume intermate in which the bladder ruptured. According to the report, the alleged defect was observed during filling in the pharmacy department. The reporter indicated that the balloon split down the side, and remained in normal position to the post. There was no patient involvement, patient injury, adverse events, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.